Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 300 mg/dl at the time of incident and current blood glucose was 411 mg/dl. Customer stated doctor changed the type of insulin customer uses in insulin pump which was using uv 500 and changed it to uv 100 and now customer¿s blood sugar was high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the customer treated for high blood glucose using bolus of 10 units. Customer reported that the self test was completed. Customer reported that drive support cap appeared normal. The devices will not be returned for analysis.